Event description:
It was reported that during a hemmorrhoidectomy procedure, the instruments cut but did not staple. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.